Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had contacted clinic to report receiving a shock in (B)(6) 2019 from the implantable cardioverter defibrillator (ICD). At the in-office device follow up ((B)(6) 2020) the device was not able to be interrogated due to battery depletion. The device declared code 1007 charge time exceeded explant and code 1004 shock lead shorted condition (unknown model). Patient was hospitalized due the depleted device battery; shock therapy not available if needed and patient does not require the pacing function. Surgical intervention was performed to explant and replace device. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
This report has been updated with the product investigation results. It was reported that patient had contacted clinic to report receiving a shock in (B)(6) 2019 from the implantable cardioverter defibrillator (ICD). At the in-office device follow up (B)(6) 2020) the device was not able to be interrogated due to battery depletion. The device declared code 1007 charge time exceeded explant and code 1004 shock lead shorted condition (unknown model). Patient was hospitalized due the depleted device battery; shock therapy not available if needed and patient does not require the pacing function. Surgical intervention was performed to explant and replace device. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted an arc mark on the titanium case. Review of the stored memory confirmed a shorted shock lead and charge time exceeded faults recorded by the device on (B)(6) 2019. Arcing damage like that seen with this device is consistent with an attempt to deliver therapy through a shorted lead system, which may cause internal damage to the circuitry. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through a shorted defibrillation lead.